Event description:
The customer stated that his wife found him unconscious as a result of hypoglycemia. The customer stated that he was then taken by paramedics to the hospital for treatment. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer's doctor checked all of the insulin pump's settings. The customer stated that the hypoglycemia was partly as result of the changing of the season. The customer also stated that he is a brittle diabetic. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.